Event description:
It was reported that one day post implant, the patient received a vibratory alert for high impedance. A retest showed normal ventricular impedance and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.